Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that patient was having discomfort at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the battery site on the right flank. The patient will undergo an explant procedure.

Event description:
A report was received that patient was having discomfort at the pocket site. There will be no further course of action.

Manufacturer narrative:
The initial MDR should never have been submitted as this is not a reportable event.

Event description:
A report was received that patient was having discomfort at the pocket site. There will be no further course of action.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that patient was having discomfort at the pocket site. There will be no further course of action.